Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable, due to cable damage. Customer used an alternate usb cable and the pump charged successfully. There was no reported impact to the customer's blood glucose level.